Event description:
While removing stopper from tube after centrifugation, tube broke causing cut to processor's hand. No medical intervention required. Baseline blood testing performed, no results available. Addressed issue with account on proper recommended centrifuge speeds. Review of database indicates no other issues with regards to this production lot number.